Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Added: a1, a2, a3.

Event description:
It was reported that forward wratchet was not working.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : it was reported that forward wratchet was not working. The product was returned to depuy synthes for evaluation. Visual inspection revealed that glo adv ratchet t-handle had the prongs deformed on the hudson adaptor, where the main component assembles. Device exhibits signs of usage on the overall device. However, no signs of a jammed or seized condition were identified. Damage observed is consistent with the user applying excessive leverage/torque on the glo adv ratchet t-handle in a side-to-side or circular pattern. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed for the glo adv ratchet t-handle, using a depuy lab sample (d227452000) as a mating component. Functional test revealed the hudson adaptor of the device and the lab sample could assemble correctly. Damage observed on the prongs does not contributes to a jammed or seized condition, therefore, reported allegation was not confirmed. The overall complaint was not confirmed as the observed condition of the glo adv ratchet t-handle would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot), d9, h4 corrected: h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.